Event description:
A zoll patient service representative (psr) called zoll customer support to report that a (B)(6) female patient's battery charger was not detecting inserted batteries. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't detect batteries) has been confirmed. Upon investigation, the battery charger was unable to charge a battery pack. The cause for the failure was isolated to corrosion on the battery board. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient rec'd a replacement battery charger/modem.